Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected pump error 63 alarm during testing however, pump error 63 alarm is located in the formatted history file due to cold solder joints at the keypad assembly. Detail trace analysis confirmed power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance at the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, end cap address label faded, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a power error. Customer also stated during autotest they received a hardware low level failures errors. The customer's blood glucose was unknown at the time of incident. The power error was not resolved. The insulin pump will be returned for analysis.